Manufacturer narrative:
(B)(4) date sent: 03/04/25 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ea5c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device started to fire and stopped on the second firing. Surgeon used the knife reverse button to open stapler, with no damage to vascular tissue. Stapler was handed off. A new pvs was opened and loaded. 1st firing went well. 2nd firing, again, device started to fire, and stopped. Knife reverse button was used, and stapler was released from tissue with no bleeding. Reload was replaced, with 3rd reload, stapler fired and 4th reload, stapler fired. Another like device was used to complete the procedure successfully with a delay of 10 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/13/2025. Corrected data: h6 (investigation findings, investigation conclusions), investigation summary. Updated data: h9. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads (b and c) were received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #106d14. H4; corrected. Investigation summary: visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads (b and c) were received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 106d14, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.